Event description:
Healthcare professional reported through clinical study that approximately 136 months post implant the valve was removed due to structural valve dysfunction. The valve was not returned for analysis however a pathology report was sent to the MFR. This is the same pt as reported in 2025587-1997-00097.